Manufacturer narrative:
A pharmaceutical technical complaint was initiated and the results were pending for the same. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this case concerns a patient who developed elevated white blood cell count after treatment with synvisc-one. Although the role of device cannot be excluded for the occurrence of event; however lack of information regarding medical history, any concurrent medical illnesses, and concomitant medication precludes a comprehensive assessment of the case.

Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a physician. This case involves a (B)(6) patient who developed elevated white blood cell count, knee pain, diffuse swelling in knee and his knee is aspirated after receiving synvisc one. No past drugs, medical history, concurrent conditions or concomitant medications were reported. On (B)(6) 2014, the patient received treatment with synvisc one injection (route, dose, frequency, batch/lot number and expiry date: not provided) into an unspecified knee for an unknown indication. On (B)(6) 2014 (next day), the patient experienced knee pain and diffuse swelling in the knee. On (B)(6) 2014, the patient's knee (unspecified) was aspirated. It was reported that the patient's lab tests (unspecified) were negative for infection. On (B)(6) 2014, aspiration was repeated and the patient received cortisone injection. The patient's lab tests of white blood cell count, erythrocyte sedimentation rate (esr) and c-reactive protein were negative for infection. It was reported that the patient was doing fine. Action taken: unk. Seriousness criteria for all the events: required intervention. Outcome: unk.